Manufacturer narrative:
B4: 12-may-2021. D5: patient/consumer. D8: no. G1: mr. (B)(6). G2: company representative. G3: 12-may-2021. G6: follow-up # 1. H2: additional information, device evaluation. H3: yes. H6: health effect - impact: 4627. Medical device problem code: 2682. Type of investigation: 10, 3331. Investigation findings: 213. Investigation conclusions: 4315. H10: the radiographic images were reviewed and showed an m6-c implanted at the c5/6 level. The size and positioning of the device looked appropriate. No bony ongrowth was present. There was motion noted on the flexion/extension views and a mild radiolucency along the superior endplate. Due to the lack of pre-op and immediate post-op images, further interpretation was hindered. It was not possible to assess the potential role of surgical technique based on the provided information. The device showed no evidence of mechanical failure.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformance. Additional information has been requested.

Event description:
It was reported that the patient had dizziness problems and the surgeon decided to remove the m6-c although the implant seemed to be intact.